Manufacturer narrative:
This is a final report. Three defective parts (suppression board, spare lamp and xenon power supply) of the affected device were returned for evaluation. Visual inspection and electrical evaluation have been performed on a representative sample by the specification developer. According to the investigation results the reported malfunction was caused by a defective printed circuit board assembly (pcba) which controls the fans of the illumination system. An electric issue (short circuit) lead to the defect on the pcba, therefore the fans did not work anymore and cannot be controlled. Consequently this caused an overheating of the lamps and became defective. Therefore the root cause of the malfunction can be evaluated as a component failure. Based on a review of the complaint statistic the probability of occurrence is remote. The affected device has been repaired and put back into service.

Event description:
Description of event needs to be corrected as follows: then the user changed to lamp 2 to continue the workshop. The lamp 2 shattered after about 0.5 hrs of use which is also a xenon lamp due to the fact that the m525 f20 is equipped with 2 xenon lamps. (And not with a halogen bulb as back-up lamp).

Manufacturer narrative:
This is a follow-up report. Visual inspection was performed by the responsible leica field service engineer on site. The defective parts of the affected device have been returned and are now available for evaluation. The investigation will be performed by the specification developer. The final report will be submitted once the investigation is completed.

Event description:
Leica microsystems (B)(4) received a complaint on (B)(6) 2016 from (B)(6) stating that both lamps on the m525 f20 developed a failure during a vascular workshop on a rat. The user was initially using lamp 1. This one shut off in the middle of the workshop due to a defect on fan 1. Then the user changed to lamp 2 to continue the workshop. The halogen bulb of lamp 2 shattered after about 0.5 hrs of use. The medical student used another microscope to continue the workshop.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (B)(4) received a complaint on (B)(6) 2016 from (B)(6) stating that both lamps on the m525 f20 developed a failure during a vascular workshop on a rat. The user was initially using lamp 1. This one shut off in the middle of the workshop due to a defect on fan 1. Then the user changed to lamp 2 to continue the workshop. The halogen bulb of lamp 2 shattered after about 0.5 hrs of use. The medical student used another microscope to continue the workshop.